Manufacturer narrative:
(B)(4). The date of death was report to be an unspecified date in 2014. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.